Event description:
The account alleges the packaging was compromised and they did not feel comfortable using the device.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified. If the device is returned at a later date, the complaint will be reopened and a complete evaluation will be performed.